Manufacturer narrative:
The device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. A review of the event history log (ehl) revealed 'upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified but the cause of the condition was not determined as the upstream sensor readings were found within specification. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.